Event description:
As reported a 21 mm aortic bioprosthetic valve was explanted after 5 days due to severe aortic insufficiency. The patient underwent aortic and mitral replacement without any issues, tee at that time showed paravalvular leak in the mitral valve but both valves showed normal function. Five days post op echo indicated severe central aortic regurgitation and replacement was decided. The operative note indicates the valve was functioning normally during re-op, there were no leaks or central insufficiency. Surgeon chose to explant the valve and implant a new mechanical valve. The patient was noted as stable.

Manufacturer narrative:
DHR review. Additional manufacture narrative - the reported device has not been returned to manufacturer. Without receipt of the device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The explanted device was returned to manufacturer for evaluation.

Manufacturer narrative:
Device evaluation summary - visual examination has been completed. As received, x-ray demonstrated wireform distortion near commissure 3. Suture holes were evident around the sewing ring. No other visible inconsistencies were observed. Report of central regurgitation could no be confirmed through visual examination.